Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the main pressure port on the cardiosave intra-aortic balloon pump (iabp) has a broken connection, making it so that it cannot be connected. The unit was unable to calibrate. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue installed a new front end board. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm)performed by a getinge service territory manager (stm) that the main pressure port on the cardiosave intra-aortic balloon pump (iabp) has a broken connection, making it so that it cannot be connected. The unit was unable to calibrate. There was no patient involvement and no adverse event was reported.